Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Reason for operation: capsular contracture.

Event description:
Patient reported capsular contracture (baker grade unknown, side unknown), associated pain, rippling and repeated swelling. Device remains implanted.